Event description:
It was reported that a handpiece head became hot and burned the inside of a pt's lip; there is no indication that intervention was required as a result.

Manufacturer narrative:
Per the FDA public health notification: pt burns from electric dental handpieces, issued dec 12, 2007, "burns may not be apparent to the operator or the pt until after the tissue damage has been done, because, the anesthetized pt cannot feel the tissue burning and the handpiece housing insulates the operator from the heated attachment." Though no medical/surgical intervention was required in this event, there have been previously reported events received in the last two years involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability (B) (4). The device was returned and evaluated and it was found that bearing failure occurred as a result of normal wear and use, causing the handpiece to become hot.